Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) therapy for supraventricular tachycardia (svt) and withheld therapy for possible ventricular tachycardia (vt) episodes. No intervention was performed. There were no patient consequences.